Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's implantable neurostimulator (ins) wasn't working. It had not been working for some time, so the patient had her ins reprogrammed approximately 4 weeks previous; this worked "beautifully" until the patient experienced a fall. The patient was in terrible, horrible pain. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-75, serial#: (b)94), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial#: (B)(4),. Implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37743, serial#: (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient had received assistance from their physician or a manufacturer's representative and their concerns were resolved. The patient had an appointment on (B)(6)-2012.